Manufacturer narrative:
Corrected information h8: the event occurred during the initial use of the device. Additional information b3, b5: additional information was received by the customer stating that the event occurred on (B)(6) 2020 and provided the infusion parameters volume to be infused 20, rate 40 an dose meaning actual findings 23.75. Additional information d10, h3, h6 and h10: baxter received and evaluated the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump, experienced failed flow rate test high. The problem was found in the biomed service department. There was no patient involvement. No additional information is available.